Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: as reported, the balloon of the 6f-7f mynxgrip vascular closure device exploded while using the device. The device was removed from the patient. Manual compression was used to achieve hemostasis. There was no reported injury to the patient. The product as not returned for analysis. A product history review of lot f2123702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. Vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the balloon of the 6f-7f mynxgrip exploded while using the device; therefore, the device was removed from the patient. Manual compression was used to achieve hemostasis. There was no reported injury to the patient. The device will be not returned for evaluation as multiple attempts were made without success.

Event description:
As reported, the balloon of the 6f-7f mynxgrip exploded while using the device; therefore, the device was removed from the patient. Manual compression was used to achieve hemostasis. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2123702 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.